Event description:
It was reported that the patient was connected to the homechoice device while it was at the set up stage for peritoneal dialysis therapy. The care giver was attempting to perform a manual drain at the end of therapy. However, the device ended up in setup with the patient still connected. The technical service representative advised to start over with new supplies if the care giver wanted to perform a manual drain. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was connected during setup of the homechoice device. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.